Event description:
The patient developed a hematoma after deployment of a mynx. The staff attempted to put a femostop on the patient's groin and the first femostop would not work. It would not show any numbers so the staff could pump up the femostop. A second femostop was applied which did work and stopped the bleeding. There was no patient harm.